Manufacturer narrative:
Additional information was obtained from the surgeon who performed the initial da vinci assisted component separation procedure as below: the incident described in the article was incorrect claim. No patient information was shared with the article authors due to him complying with hippa (health insurance portability and accountability act 1996). The patient had multiple comorbidities and the selection of the type of the surgery was based on the patient's best interests and benefits. The incorrect information mentioned in the article came from another doctor who had not performed robotic component separation procedures before and was reviewing the patient's CT scan from the time prior to the da vinci-assisted procedure.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the information available, there is no indication or report that a davinci product caused or contributed to the reported complication. There is insufficient information to determine when the procedure occurred and which specific system was used; therefore, no system logs are available for investigation. Site review found that the davinci xi system was the only system in use at the facility after 2018. This medwatch report (patient identifier#: (B)(6) is submitted for an operative complication for this specific patient. Separate medwatch reports (patient identifier#s: (B)(6) are submitted for other operative complications mentioned in the same newspaper article. Section b3 event date: the newspaper article provided only a year for the procedure date; therefore, a generic event date on (B)(6) 2021 is documented. Section e initial reporter: this section documents the reporter name as an author of the newspaper article. The site name and address information documents the information for the hospital where the robotic procedure was performed. Source of newspaper article: https://www.nytimes.com/2023/10/30/health/hernia-surgery-component-separation.html.

Event description:
According to a newspaper article, a 74-year-old female patient who had a hernia underwent a da vinci assisted component separation procedure and developed a post-operative complication of another form of hernia, described as a "mickey mouse hernia," and pain. The "mickey mouse hernia" was described as "the intestines spill out/were bulging on both sides of the torso." The post-operative hernia was repaired by an additional surgery. The surgeon who performed the initial da vinci assisted component separation procedure commented that the use of this kind of surgery was warranted based on the complexity of her hernia and her history of prior abdominal surgeries. There were no malfunctions of da vinci systems, instruments or accessories reported in the article.